Event description:
It was reported that while the doctor was opening the pocket to perform a simple device replacement because the device was at eos (end of service) due to normal battery depletion, the doctor nicked the lead with a blade. The doctor performed an impedance check and it only had one impeded electrode combination; so the doctor proceeded in removing and discarding the extension and the old device. It was noted that because the new device model was different than the patient¿s previous device, an extension was no longer needed, which was why it was removed. He connected the new device and irrigated the pocket; however, when impedances were checked, every combination was impeded. Because the patient was large and positioned on her side, the doctors did not think it was in the patient¿s best interest to incubate her and change her position to prone. It was noted that the doctor would reschedule the patient to replace the lead. It was noted that there were no patient symptoms/injuries related to this event. Additional information received reported that the patient was scheduled for a lead revision on (B)(6) 2013.

Event description:
Additional information received reported that the revision was completed today and everything appeared to be working properly after the procedure.

Event description:
After further review, it was thought that the irrigation got into the lead and caused the impedances.

Manufacturer narrative:
Product ID 3093, lot # v000105, implanted: (B)(6) 2005, product type lead; product ID 309510, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3031a, serial # (B)(4), product type programmer, patient.(B)(4).